Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported there was no rv (right ventricular) capture and the rv lead had high and low impedances. The lead was capped and replaced. No patient complications have been reported as a result of this event.